Manufacturer narrative:
Blocks a2/a3b/a4/a5/a6: the patient's dob, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Blocks e1/g2: foreign- japan block h3: the angiosculpt catheter was returned for evaluation. Visual inspection found a partially inflated balloon and a separated scoring element. No functional testing performed due to the nature of the returned catheter. Block h6: based on the device analysis, the probable cause of the scoring element separation is likely due to the user not fully deflating the balloon, which required force for removal; resulting in the separation. Per IFU, apply negative pressure to the inflation device and confirm that the balloon is fully deflated prior to removing the angiosculpt catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
An angiosculpt catheter was used for a peripheral arteriovenous (av) shunt procedure. During advancement, the balloon could not cross through the anastomosis site. When attempting to withdraw the uninflated balloon from the sheath, it became stuck inside and could not be retrieved. Strong traction was applied to the shaft but the scoring element separated; removing the sheath and catheter together. The separated scoring element was able to be removed since it was protruding through the skin, keeping the guidewire in place. The procedure was completed with a new angiosculpt device. No patient injury reported. Although the complaint details state the balloon was uninflated, a photo provided by the customer shows an inflated balloon. This product problem is being submitted due to scoring element separation; potential for harm.